Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited lead on lead noise oversensing, as well as pacing inhibition. Subsequently, this right ventricular (rv) lead was capped and a new lead was implanted. It was observed that the physician decided to keep the right atrial (ra) lead at this time. Additionally, the crt-d was explanted and replace due to normal battery depletion (nbd). No additional adverse patient effects were reported.